Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2014. The explanting facility will not return the explanted device to the manufacturer for analysis; therefore, no analysis can be performed.

Event description:
A patient registration form dated (B)(6) 2013 was received which noted that the patient was seen at the clinic for excessive seizures for one month. Clinic notes dated (B)(6) 2013, note that the patient is stable, but still having some breakthrough seizures. The patient was referred to surgery. Surgery is likely, but has not occurred to date. Attempts to obtain additional information have been unsuccessful to date.